Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's sensor board was replaced to address the issue. In addition of the above evaluation, the device's tubing kit including 43 micron filter, active exhalation control module, flow sensor assembly and motor blower assembly were replaced and the technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly and software version was checked. The sensor board and active exhalation control module was evaluated by the manufacturer's product investigation laboratory (pil) and found the sensor board and active exhalation control module functioned as designed and operated without issue or error codes.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's sensor board was replaced to address the issue. In addition of the above evaluation, the device's tubing kit including 43 micron filter, active exhalation control module, flow sensor assembly and motor blower assembly were replaced and the technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly and software version was checked.